Event description:
It was reported that this insertable cardiac monitor (icm) device was unable to communicate with the clinic mobile monitor (cmm) while the patient was in the clinic. The healthcare provider (hcp) then used the magnet and was able to connect to the icm device. It was noted that there was a message indicating monitoring is disabled due to a possible device malfunction. Boston scientific technical services (ts) explained to a physician that the icm device has encountered an issue that cannot be resolved, and the device can no longer be monitored. Ts provided guidance that the device needs to be replaced. Subsequent information from the boston scientific field representative indicates the icm device was explanted and replaced with another manufacturers device. The date of the replacement procedure is unknown. The representative also noted that they tried to obtain the icm device from the healthcare facility (hcf) but were unsuccessful as they believe the hcf discarded it. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.